Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" customer had a patient that was at inr=6.3, they gave vitamin k and measured appropximately 19 hours later and his inr was 7.0. After the 7.0 reading they sent a sample to the lab and the lab inr=3.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 7.0, lab: 3.0, mean: 5.00, confidence limits: 2.8-7.2. Per tsr, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The 7.0 and 6.3 inr are excluded from comparison test since they're done 19 hrs. Interval between two readings. Patient was also given vitamin k. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter in complaint has been returned and meter functional test result revealed all testing criteria passed. Further test is not required at this time. As of 2009, 6 discrepant results complaint was reported for lot #211586 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as product deficiency was not established.